Event description:
The caller reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. To resolve the ongoing issue, the customer changed the infusion set and cartridge and resumed insulin therapy.